Event description:
It was reported that the device could not be interrogated. Several programmers were attempted in different rooms and no emi was noted. No further information available.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to a low battery voltage. A new battery was attached to the device and communication was re-established. Device testing found normal device function. No high current drain sources were found. The original battery was sent to the vendor for further analysis. No anomalies were found that would cause the battery depletion. The cause of the battery depletion was not determined.